Event description:
The international customer reported the ventilator had no power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the power supply to address the reported problem. Final testing was performed and passed per operating specifications.